Event description:
It was reported that the patient wad admitted on (B)(6) 2022 with decompensated heart failure and was found to have amiodarone induced thyroiditis. On (B)(6) 2022 the patient underwent a total thyroidectomy. Through this hospital course the patient developed acute kidney injury (aki) that required continuous venovenous hemodialysis (cvvhd). The patient was noted that the patient had altered mental status on (B)(6) 2022. A computed tomography (CT) scan revealed a right-sided subdural hematoma (sdh). The patient developed worsening acidosis, hypotension, and recurrent ventricular tachycardia (vt) with multiple shocks on (B)(6) 2022. There was concern for right ventricular dysfunction. Intermittent low flow alarms were also noted. Care was withdrawn on (B)(6) 2022 and the patient expired.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including cardiac arrhythmia, right heart failure, renal dysfunction, and death that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.